Event description:
It was reported that during use on a 300 ib patient, the autopulse platform seamlessly performed compressions for the first cycle (2 minutes). After the customer paused the device to check the patient's rhythm, the platform was restarted. Halfway through the second cycle, the platform displayed a "replace battery" message and then the lcd display went blank. The lcd display reactivated itself and the user control panel indicated that the battery charge status was full, however, the platform was unable to restart. Although the customer exchanged the batteries, the issue was unable to be resolved. The customer extended the lifeband to the maximum position and attempted to use the autopulse again. The lifeband was able to retract into the patient's chest, however the device then displayed a user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. Use of the autopulse was discontinued and the customer reverted to manual CPR (exact length of time not provided) for the duration of the call. Information regarding outcome of the patient was not provided, however no adverse patient sequelae was reported. No further information was provided. Please note that each time the autopulse experienced an issue throughout the call, customer reverted to manual CPR.

Manufacturer narrative:
The autopulse platform (s/n (B)(4)) was returned to the manufacturer for evaluation on 06/05/2015. Investigation results are as follows: visual inspection was performed and it was observed that the load plate cover was defective and had holes in it, which can affect the sealing. From the condition of the returned platform, the damage appears to have been caused by normal wear and tear. The physical damage found during visual inspection is unrelated to the customer's reported complaint. A review of the platform's archive was performed and found that multiple user advisories (uas) including: (B)(4) (discrepancy between load 1 and load 2 too large), (B)(4) (battery voltage out of range), and (B)(4) (max motor on time exceeded during active operation) messages occurred on the reported event date of (B)(6) 2015. Based on the archive data, li-ion battery with serial number (sn) (B)(4) was used on a medium size patient for a duration of 1:53 seconds on the reported event date of (B)(6) 2015. At the time of use, this battery was fully charged and had a high remaining capacity. The device then stopped performing compressions and displayed a user advisory (ua) (B)(4) (max motor on time exceeded during active operation) message. The device continued to be used until it displayed a user advisory (B)(4) (battery voltage out of range) and then multiple user advisory (ua) (B)(4) (discrepancy between load 1 and load 2) messages were exhibited. Review of the platform's archive data confirmed the customer's reported complaint. The reported complaint of the platform displaying a user advisory (ua) (B)(4) was duplicated during functional evaluation. Load cell characterization testing was performed and it was found that load cell module 1 was under reporting. The ua (B)(4) and (B)(4) were not duplicated during functional testing of the returned platform. A run_in test was performed using a (B)(4) patient test fixture for several hours without any issues. A brake gap inspection was performed, which verified that the brake gap was within specification of (B)(4) + (B)(4). Based on the investigation, the part identified for replacement was load cell module 1. In summary, the customer's reported complaint was confirmed. Review of the platform's archive data found that multiple user advisory (B)(4) messages occurred on the reported event date and is attributed to load cell module 1 under reporting. In addition user advisories (uas) (B)(4) and (B)(4) were also observed on the reported event date. A root cause for the ua (B)(4) and (B)(4) could not be determined, as these faults were not duplicated during functional testing and there were no device deficiencies that may have caused or contributed to these faults. It should also be noted that no batteries were returned for evaluation. After load cell module 1 was replaced, the platform successfully passed all final functional testing.

Manufacturer narrative:
Zoll has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed.